Event description:
The facility representative reported a pump with depleted batteries found during bio-med testing. According to the hospital representative there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 24 2007. Evaluation summary: the device evaluation was completed and during service testing the depleted battery condition confirmed, resulting in the generation of failure code 570:320:844:0000 (found in event history due to batteries discharged to damaging level). Service installed new batteries and tested the device. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA.